Event description:
Facility intensive care unit nurse reported that she had a weight mgmt issue with the prisma. It seemed that the acute care nurse had changed to new prismasate bag, luered into the port and forgotten to break the pin. She apparently worked through weight incorrect alarms a couple of time before realizing the cause of the alarm. Facility intensive care unit nurse reviewed info according to safety alert training with the intensive care unit staff. There was only a slight discrepancy in pt fluid removal. There was no pt injury.